Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed filter struts propagating into the common iliac artery. An year later patient was admitted for abdominal pain. Subsequently, CT revealed tilted filter in infrarenal position with a strut penetrating the ivc wall into the aortic bifurcation and distally into the left common iliac artery. Therefore, the investigation is confirmed for perforation of the ivc, filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts migrated into abdominal aorta close to hepatic artery and the patient experienced abdominal pain; however the current status of the patient is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is not available for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts migrated into abdominal aorta close to hepatic artery and the patient experienced abdominal pain; however the current status of the patient is unknown.